Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a stained keypad overlay were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose protruded drive support disk.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system multiple times during prime and insulin was squirting out of the tubing. Customer was not disconnected during prime. Alarm is recurring after removing and reinserting the battery. It was stated that the drive support cap is recessed. Blood glucose value was 17 mmol/l; tyreated with insulin pen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.